Event description:
Selected dose as 10 iu, but 60iu insulin has been injected when shooting [accidental overdose] ([hypoglycaemia]). Case description: medical device information: novopen 4 (class iib). This spontaneous case from (B) (6) was reported by consumer as "selected dose as 10 iu but 60 iu insulin has been injected" and "hypoglycaemia and rescued in hospital" and concerns a patient, using novopen 4 from and to unk dates and novomix 30 penfill (insulin aspart) from an unk date and ongoing for device therapy and type ii diabetes mellitus. Patient's height: not provided. Medical history includes type ii diabetes mellitus for an unk number of years; no other medical history. The patient used a total dose 34 iu insulin per day as treatment (18 iu in the morning, 16 iu at night). She didn't take any concomitant products. On (B) (6) 2010, patient believed she took 18 iu of novomix 30 penfill by novopen 4 through subcutaneous, but the novopen 4 delivered 60 iu of insulin. The high amount of insulin resulted in hypoglycaemia and the patient was hospitalised. The patient experienced hypoglycaemia; symptoms were heart "panicky", sweating, blurred vision and giddiness but no unconsciousness. The patient stopped using novopen 4 and went to hospital. At the time of hospitalisation, her blood glucose level was 2.0 mmol/l. The patient doesn't know which treatment she received in hospital. Afterwards, her blood glucose level went back to normal. The symptoms had disappeared and the patient was discharged on the same day without any uncomfortable feelings left. No other relevant etiological factors for occurrence of the event had been found. The doctor wasn't sure whether there was a causal relationship between the event and the suspected product. The doctor didn't confirm the event was serious. The patient switched to novopen 3; the patient took unchanged dose and insulin type with novopen 3 and no uncomfortable feeling re-occurred. The patient will not provide with more information. On (B) (6) 2010, the patient was recovered completely. The patient has lost her confidence to novopen 4 and refuses to use the novopen 4 again. The penfill holder had been lost. Hcp has not been contacted.